Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the low blood glucose level and the customer was alleging the insulin pump for over delivery. The blood glucose level of the customer was 54 mg/dl and current blood glucose level was 145 mg/dl. The customer was assisted with the troubleshooting. Reason why the customer was alleging the insulin pump for the over delivery was the customer was losing the insulin but he was not sure where it was going. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Device passed the delivery accuracy test.